Event description:
Procedure type: lobectomy. Patient gender: unknown. According to the reporter: after 1st firing, when sulu was removed from the device, sled to push staples remained on the tip of the device because plastic part to fix handle was disengaged. Dr loaded 2nd sulu and fired, then knife run, but stapling was not be done, and bleeding under 200cc occurred. Additional manual suturing was done. Nothing fell into the patient cavity. No tissue damaged. Extended more than 30mins. No additional patient info available at this time.